Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm® ¿injected into the deep dermis at the cheek area¿. After the procedure, fucidin gel was applied to the injection sites, followed by massage using a roller device. Shortly afterward, the patient reported a burning and itching sensation. Erythematous rash developed along the lower cheek and jawline area. The massage procedure was immediately discontinued, and the fucidin gel was removed. Initial assessment by the hcp suggested a possible allergic reaction to fucidin gel rather than the skinvive product itself. Antihistamine and oral antibiotics were prescribed, and the patient was advised to continue observation at home. No other systemic symptoms have been reported. Symptoms status is unknown. Hcp additionally reported injecting the patient with 2ml of skinvive¿ by juvéderm® in both mid cheeks. That same day, the hcp suggested a possible allergic reaction to fucidin gel rather than the skinvive¿ product itself. Antihistamine and oral antibiotics were prescribed, and the patient was advised to continue observation at home. The following day, the symptoms fully resolved.